Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not deliver a shock. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device would not deliver a shock. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found lifted, which caused the defib. Test failure during the operational check.